Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 462 mg/dl and it was addressed with a correction bolus. During troubleshooting with tandem's technical support, it was noted that air bubbles were seen. Reportedly, the customer filled the cartridge with cold insulin. The customer changed the cartridge and the tubing.